Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes the buttons of the insulin pump stick. The customer's blood glucose level was 347 mg/dl at the time of the incident. The customer stated that the battery has not been out of the insulin pump. The device will not be returned for analysis.